Event description:
It was reported that lead component of the implantable neurostimulator (ins) system had migrated due to sneezing by the patient which required surgical intervention to correct. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3093-28, lot# v855061, implanted: (B)(6) 2012, explanted: unk. (B)(4).